Event description:
Dealer is stating that the end user called in and is stating that the seat upholstery is ripping on the sides. No other information provided during the call.

Manufacturer narrative:
Follow up to be sent if additional information is received.